Event description:
Armpad fell off the armrest.

Manufacturer narrative:
The azalea is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6) on a chair that was sold in europe.